Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's ipg would no longer communicate with multiple external devices. Surgical intervention was undertaken to explant and replace the ipg. The new ipg was implanted in a different location. The issue was resolved post-operative. The patient's ipg was implanted in (B)(6).